Event description:
It was reported that during routine maintenance, it was observed that the small battery drive device was not working. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to worn motor assembly caused by exposure to organic debris and materials which led to corrosion from improper cleaning procedure. This was further defined as misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.